Manufacturer narrative:
Conmed corporation received two (2) "unopened" packages containing the flovac suction/irrigation hand piece with 10' preattached tubing, dual spikes and sump cannula for evaluation. Visual examination of the returned products found both of the packages with small creases in the sealing area on the straight seal of each package (seal opposite chevron seal). It appears that there may be a small channel through the entire seal where each crease occurs. These devices were transferred to packaging engineering test lab for dye leak testing and were confirmed as both packages failed the leak test on (B)(6) 2015, resulting in breaches of sterility. The lot was manufactured on 07-nov-2014. A review of the device history record for this lot found no ncrs and no noted discrepancies during the manufacturing process. In this instance, preliminary investigation revealed that the most probable cause of the creases found in the seals are due to inadequate placement of the devices onto the bar sealer that is most likely related to operator error, or, the pouches packaging was damaged prior to the sealing process and was missed on inspection. Of the (B)(4) units from this lot shipped to the distributor, there was only two (2) units found with creases in the seals by the distributor inspector, who performed 100% incoming inspection of all devices. In addition, of the lot containing (B)(4) total units, there are no other similar complaints received. A two year review of product history for this device family showed other than this complaint there have been three (3) additional reports received regarding creases in the sterile seals. During this same two year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4). The reported packaging anomalies were obvious to the distributor and therefore prompted the return of the devices for evaluation and replacement. To date, there have been no serious injuries or death related to this reported problem. Nonetheless, to prevent future recurrences, an investigation has been requested to address this issue. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, "creases" were found in the sealing area of the sterile package containing the flovac suction/irrigation hand piece with 10' preattached tubing, dual spikes and sump cannula. Testing results confirmed that the two (2) returned packages failed the dye leak test conducted on (B)(6) 2015. There was no patient involvement with this reported problem, as the packaging anomalies were discovered during inspection at the distributor facility prior to distribution to an end-user.